Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported previous night she changed the sensor and it warmed up, blood glucose reading in the morning was 37 mg/dl and before going to bed blood glucose was 133 mg/dl. The customer completed to troubleshooting for the low blood glucose incident. The pump will not be returned for analysis.